Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. The device was adjusted on (B)(6) 2015, which was 3-4 days after the patient stopped feeling the pulsing, or stimulation. The patient still had concerns with their device or therapy 2 weeks later, prior to their scheduled appointment for (B)(6) 2015. Follow-up is being conducted to obtain outcome and actions taken.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mc63, implanted: (B)(6) 2015, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).